Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #01l1300435 was manufactured investigation did not show issues related to complaint. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: opened clips fell from the applier without holding in the jaws during appendectomy procedure. No clips fell into the patient. The patient's condition was reported as fine.